Manufacturer narrative:
Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Pump received with cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained back address label and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on 8th at 2pm to 11th. Customer¿s blood glucose value at time of incident was 500 mg/dl and current blood glucose value was 264 mg/dl. Customer was then on insulin shots. The customer experienced symptoms such as nausea and vomiting. The customer was treated with manual injection. Customer stated that blood glucose value was not coming down while using the pump. Customer mentioned that the drive support cap appeared normal. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.